Manufacturer narrative:
02/18/1999- supplemental report #1 sent to FDA.

Event description:
The product was used during a procedure on the colon. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.